Event description:
A malfunction was reported, displaying malfunction code 16, and it was confirmed that the issue was not resettable. There was no reported impact on the customer¿s blood glucose level. Technical support arranged for the pump to be replaced and confirmed that the customer would use multiple daily injections (mdi) as a backup insulin therapy. The customer was instructed to put the pump into storage mode before returning it with a prepaid label, which they understood and acknowledged.